Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Mfg documentation was reviewed and indicates that the articular surface was manufactured, inspected, and packaged to spec.